Event description:
It was reported that since the patient¿s revision, the device was working great and the patient was getting good coverage, but the patient still had pain in the pocket site whether stimulation was on or off. Impedances were ¿all good,¿ the device was moving around in the pocket, and the patient¿s doctor thought it needed to scar into place before the patient would get relief. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n236425, implanted: (B)(6) 2011, product type: accessory. Product ID: 74001, lot# n258400, implanted: (B)(6) 2011, product type: adapter. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a, lot# l39731, implanted: (B)(6) 1996, product type: lead. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. (B)(4).